Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported a fluid leak. After receiving a cycler alarm, the pt discontinued treatment and when he opened the cassette door he found fluid leaking from the cassette. The pt was scheduled to see his pd nurse that day. The set was not made available for evaluation. During follow up, the pt stated that his effluent his remained clear. The pt's pd nurse reported that the pt was not prescribed any antibiotics.